Manufacturer narrative:
This event will be updated once investigation is complete.

Event description:
Allegedly, patient revised due unknown complications. No additional information provided.

Event description:
Allegedly, patient revised due unknown complications. No additional information provided.

Manufacturer narrative:
Device code was updated, and the codes for methods, results, and conclusions updated due to revised incident description.